Manufacturer narrative:
An event of a "leak was observed from the left atrial appendage" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, an amplatzer guidewire and 14f amplatzer amulet delivery sheath were used to implant a 34mm amplatzer amulet. After implant, the patient tamponaded a few hours later. A pericardiocentesis was performed on the way to the operating room for exploration. Following a sternotomy, a small leak was observed from the left atrial appendage which was surgically closed. The patient is reported recovering and in good condition. On (B)(6) 2018, the patient was discharged after an extended five day stay due to the complication. Additional information was requested, but not provided by the physician or hospital.